Manufacturer narrative:
One sample returned for evaluation and the reported event was confirmed. An inflation/deflation test was performed and the returned unit deflated rapidly. Visual examination shows there is damage to the main body of the cuff. Further examination of the cuff body shows that there is a large slit in the main body of the cuff with drag like markings. This type of damage is indicative of contact with a sharp utensil or object. The single wall thickness of the cuff was measured and found to be within the blueprint specification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding a seal guard evac tube. The customer reported that the device the cuff could not be maintained. The patient was re-intubated with another device. No further patient harm was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding a seal guard evac tube. The customer reported that the device the cuff could not be maintained. The patient was re-intubated with another device. No further patient harm was reported.